Event description:
It was reported that during a laparoscopic duodenal switch procedure, the device was applied while mobilizing the greater curvature of the stomach and a sealing issue occurred while sealing mesentery tissue. The sealing was described as inadequate or partial, with evidence of energy delivery and end tones heard, and the seal was reported to have bled after cutting. Blood transfusion is not necessary. There was no any medical/surgical intervention or reoperation done to stop the bleeding. The procedure was reported to have extended surgical time by approximately 5 minutes. The product was not reprocessed. It ended up switching to a reprocessed device. Another device was used with the same generator and it worked fine.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic duodenal switch procedure, the sealing device was applied while mobilizing the greater curvature of the stomach and a sealing issue occurred while sealing mesentery tissue. The sealing was described as inadequate or partial, with evidence of energy delivery and end tones heard, and the seal was reported to have bled after cutting. The procedure was reported to have extended surgical time, although the duration was not specified. Another ligasure was used with the same generator and it worked fine.

Manufacturer narrative:
D10. Concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.